Manufacturer narrative:
(B)(4). Follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery level on the heartstart xl was low during routine checkups. There was no pt involvement.